Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. Iliac artery treatment diameter range of 8-25 mm and iliac distal vessel seal zone length of at least 10 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The gore® excluder® iliac branch endoprostheses were implanted in the right limb. For the left limb, the contralateral leg component was implanted in the left common iliac artery. On an unknown date, the left common iliac artery became aneurysmal and the landing zone length for the left leg became not enough. On (B)(6) 2023, a reintervention was performed. The left internal iliac artery was embolized as planned. Then, two contralateral leg endoprostheses and a stent were implanted to the left external iliac artery from the initial contralateral leg. The patient tolerated the procedure.